Event description:
The user facility stated cultures of their system 1e units tested positive for bacterial growth.

Manufacturer narrative:
The user facility requested evaluation of their system 1e units as part of a facility investigation involving patient infections. The facility stated their infection prevention department swabbed and cultured areas in their system 1e units and workroom as part of the investigation. Two qd posts, located in two system 1e drip pans, tested positive for pseudomonas, a bacterium commonly found in water and soil. A sink located in the facility's workroom also tested positive for the bacterium. A steris service technician inspected all system 1es located at the user facility and found the units operating to specification. A diagnostic and processing cycle were initiated and all cycles completed successfully without alarm or aborts. All chemical indicators placed in the units evidenced passing results. The steris technician observed a large amount of water in the drip pan in one of the system 1e units. The amount of water identified in the facility's drip pan is indicative of improper daily cleaning practices as specified in the system 1e operator manual. The customer stated they do not clean the drip pan of their system 1e units as instructed in the operator manual. The system 1e operator manual (9-1) contains information regarding daily cleaning and checks to be performed by the system 1e operators. The operator manual states, "step 3 clean processing tray - wipe the inner surface and seal, processing tray/container, and accessory rack with a soft cloth dampened with 70% isopropyl alcohol. " a subsequent in-service was performed by the facility's steris account manager to review the proper use and operation of the system 1e including the importance of proper daily maintenance. In addition, a steris clinical education specialist visited the facility to perform additional in-service training and review the customer's reprocessing policy and procedure. The steris clinician determined the facility is now cleaning their system 1e units in accordance with the system 1e operator manual. The facility stated they do not attribute their system 1e to the reported patient infections. The units were cultured as part of the facility's complete infection investigation. The units were installed in october of 2011 and are currently under steris service contract. No further issues have been reported.